Event description:
Noise oversensing on stored episodes, inhibited pacing, heart rates ~25 bpm, polarity switch on (B)(6) 2023, impedance alert of 38 ohms on (B)(6) 2023 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).